Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented at the hospital due to an infection. The patient's entire implantable cardioverter defibrillator (ICD) system, including an ICD, right atrial (ra) lead, and right ventricular (rv) lead, was explanted via a laser lead extraction procedure. No patient symptoms were reported.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator (ICD) was found eroded through the skin. However, the patient's infection was not abbott-device or abbott-procedure related and the patient was stable.